Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, customer could not provide any further details regarding the event.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Correction(s): d4. Lot number: k17240613 0404. H8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.